Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to e1: the following fields should be blank: address - line 1, city, post office or zip code. The establishment name should be olympus. Information added to e2, e3, h2, h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material found in the device could not be identified. It could not be specified the root cause of the foreign material remaining in the subject device. There were no abnormalities found that could have led to the reported event. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.